Event description:
Customer's mother reported a hospitalization for high blood glucose levels. Before the incident, customer was playing baseball. Eventually, customer said his body was hurting, he was vomiting and mumbling, and he could barely walk. Customer was taken to the hospital, where his blood glucose level was 658 mg/dl. He was diagnosed with diabetic ketoacidosis. He was treated with an insulin drip. Customer was not in an accident. The device was taken off when customer went to the emergency room. The device's basal and bolus rates were correct. Customer's mother called back later and stated customer's blood glucose level had stabilized and was now at 142 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.